Event description:
A peg tube was in place properly according to the instructions of the MFR. At the time of surgery when it was known that there was a leak and peritonitis in the abdomen, it was noted that there was 1 cm left of the tube between the stomach wall and the abdominal wall which suggests that the white outside bolster had slipped up by about 1 cm. The peg was dismantled at the time of surgery.